Event description:
It was reported that the patient underwent a tlif at l5-s1 using rhbmp-2/acs. Between a month and a month and half post-op, the patient began experiencing left lower extremity radiculopathy. MRI confirmed a seroma in the left lateral recess. The patient underwent a revision decompression at l5-s1 two months post-op.

Manufacturer narrative:
(B) (4) - radiculopathy. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.